Manufacturer narrative:
Date of submission 19-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. The returned battery cap was able to properly secure to the pump for testing. The battery cap contact height and width measurements were found to be within specification. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any issue or power interruptions. During investigation, the battery compartment was found to be cracked below the grip pad. There was no evidence of moisture inside the battery compartment. The pump cover was opened and there was no evidence of moisture within the internal components. The original complaint of a power issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim and discolored. Pump powers with the returned battery cap to a dim discolored display. Battery compartment crack observed below grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Correction: in addition to the previously reported device evaluation findings- the pump cover was opened and a loose component was observed to be floating inside the pump.